Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021, the customer alleged device test failure and no delivery/occlusion alarms during therapy causing high bg's. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and displacement accuracy test. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed no delivery alarm on (B)(6) 2021 at 13:00:46 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked case, cracked keypad overlay, damaged display window cover, cracked belt clip rails, broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and torn/peeling serial number label. In summary, pump passed required testing, device test failure not confirmed. Customer alleged for no delivery/occlusion was confirmed on the date on (B)(6) 2021. Unable to confirm alleged high bg's. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experienced high blood glucose. Blood glucose level at the time of the incident was 450 mg/dl treated with insulin injection with pen. Customer had received insulin flow blocked alarms. High pressure test was failed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customers last blood glucose reading was 196 mg/dl. The insulin pump will be returned for analysis.